Event description:
During a pci procedure, the quantum maverick monorail ptca catheter balloon ruptured at 12 atms on the initial inflation. The lesion being treated was a calcified, 90% stenotic lesion in the very tortuous right coronary artery (rca). A 8frmedikit introducer sheath, a route0.014 guidewire, a 8frmach1 im100cm guide catheter, and a cypher3.0-33 stent were also used in the procedure. The quantum maverick monorail ptca catheter balloon was being used to post-dilate a cypher stent. The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as 'good'.